Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two maxcore disposable core biopsy instruments for evaluation. Sample 1 and 2 were received without a needle protector and without a yellow guard attached to the needle. Both devices appeared to have residue throughout. Sample 1 received in initial position and sample 2 received in fully primed position. No visual anomalies were noted to the device. During functional testing of both devices, both devices were fully primed with no issues. The devices were further tested by cocking and firing the devices 3 times each into the chicken breast using each trigger for a total of 6 tests. The devices were able to prime and fire properly. All 6 samples were collected from both the devices with no issue. The investigation is unconfirmed for the reported failure to fire as the devices were able to prime and fire properly. All 6 samples were collected from both devices with no issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a kidney biopsy procedure through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device allegedly failed to fire. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a kidney biopsy procedure through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.